Manufacturer narrative:
One device was received for evaluation. Functional testing was able to duplicate the reported issue. It was determined that the contaminated beeper was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump had an alarm/beep inaudible sound. The event occurred during bench testing, there was no patient involvement.